Manufacturer narrative:
Additional information: product analysis results: visual and optical inspection revealed one side of the tip of the implant has cracked. The crack is in an "l" shape emanating from the connection hole of the inserter. The crack appears to be the result of compression overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog #: 9392507,510k #: k172199 and UDI: (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4-l5 due to lumbar canal stenosis. Intra-op, s urgeon was performing facetectomy on the right side of l4/5. The height of vertebral disc was expanded until 7 mm using disc shaver. The size of the cage was decided and the surgeon tried to insert the cage. The height of the posterior border of the vertebral disc was about 4 mm and was narrow, and the tip of the cage did not advance even though the cage was inserted while watching the fluoroscopy video. After inserting the cage for a while, as per surgeon the cage broke in the operative field, so the cage was taken out of the operative field. Broken cage was replaced with a cage of same size and the operation was completed. As per surgeon, there were no fragment in the operative field because the cage was not crushed, only had a crack. There was a delay of less than 60 min in overall procedure time as a result of this event. No patient complications were reported.